Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle, (serial# (B)(6)), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, while on the charger, the first handle was not charging and the screen showed a red battery symbol with a line going through it. This issue occurred on two handles. It was confirmed that the charger worked with other handles. The devices were replaced and new handles were ordered. There was no patient involved. Medtronic's initial evaluation of the incident found that the handle was opened up and both battery cells were found to be vented.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Func tional testing found that the handle was received with a fully depleted battery. The handle was inserted into a charger running v16 software to charge. After some time, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger but it did not initialize. The information stored directly on the battery integrated circuit was accessed using texas instruments bq gas gauge evaluation software v0.09. This showed that the cell over voltage (cov) bit was tripped, permanently disabling the battery. This would prevent the handle from charging. The handle was opened up and both battery cells were found to be vented. The data saved to the handle was evaluated and it was observed that the handle did not meet the criteria for the battery health algorithm to activate. It was noted that the handle was running v29.7 software. The handle had 4 of 300 procedures remaining. It was reported that handle was not charging. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the handle showed battery error. The reported issue was confirmed. The most likely cause was was traced to component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.